Event description:
A report was received that stated the pump alarmed "check clutch." No pt injury or adverse event was reported.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Functional testing confirmed a check clutch alarm due to a loose and broken left plunger case screw, which caused the clutch to he held open and the assembly to be loose. Therefore, the left plunger case was replaced and the timing plates were realigned. Following repair, the device passed all function and delivery testing.